Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/0.5/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/+0.5/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise and blurred vision. On (B)(6) 2023 the lens was exchanged with a stronger power; same model and length and the problem was resolved. The reporter indicated ehe cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).